Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information has been added to the following fields: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely based on the damage pattern, that the damage was thermally or mechanically induced. It is not possible to determine if there was prior damage/wear to the insulating insert or whether the damage occurred during the last procedure or last reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sheath had a loose ceramic head. There were no reports of patient harm.